Event description:
The facility's technician reported an infusion pump with failure code 812:02 which ocucrred during biomed testing. Additional contact information was requested but no additional contact was identified. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.